Event description:
It was reported that us cathena 22gx1.00in straight bc had a safety mechanism failure. The following information was provided by the initial reporter: material no.: 386861 batch no.: 0023846 it was reported the needle cover did not latch over the needle point. Per email: I almost had a needle stick after I placed this 22g IV and the needle cover did not latch over the needle point. At the time, I had placed 5 IV's in one hour so I'm not sure if it's something I did wrong or it was a faulty product. I took a pic of the package as well so we had the lot # just in case. If it was a mistake on my part, I'm concerned that it could happen again. I told daylight shift about it but didn't send this to the team until I got an answer about what you think the cause may have been.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, the safety mechanism was observed to not be activated and there is blood at the needle hub flashback chamber. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As no sample was returned for investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that us cathena 22gx1.00in straight bc had a safety mechanism failure. The following information was provided by the initial reporter: material no.: 386861, batch no.: 0023846. It was reported the needle cover did not latch over the needle point. Per email: I almost had a needle stick after I placed this 22g IV and the needle cover did not latch over the needle point. At the time, I had placed 5 IV's in one hour so I'm not sure if it's something I did wrong or it was a faulty product. I took a pic of the package as well so we had the lot # just in case. If it was a mistake on my part, I'm concerned that it could happen again. I told daylight shift about it but didn't send this to the team until I got an answer about what you think the cause may have been.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-02. Investigation summary: one photo and sample were received by our quality team for evaluation. From the photo, the safety mechanism was observed to not be activated and blood was observed at the needle hub flashback chamber. The sample was subjected to visual inspection and the safety mechanism was observed to be activated. No dent was observed on the cannula and no damage was observed on the v-clip and washer components. The safety mechanism of the sample was manually deactivated and then re-activated. No safety activation failure was observed, as the tip shield was able to be pulled forward to cover the sharp cannula tip. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that us cathena 22gx1.00in straight bc had a safety mechanism failure. The following information was provided by the initial reporter: material no.: 386861, batch no.: 0023846 . It was reported the needle cover did not latch over the needle point. Per email: I almost had a needle stick after I placed this 22g IV and the needle cover did not latch over the needle point. At the time, I had placed 5 IV's in one hour so I'm not sure if it's something I did wrong or it was a faulty product. I took a pic of the package as well so we had the lot # just in case. If it was a mistake on my part, I'm concerned that it could happen again. I told daylight shift about it but didn't send this to the team until I got an answer about what you think the cause may have been.